Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2012, that a customer had an issue with trellis 8 80x30. The customer states that during a trellis procedure, the device was inserted into the pt's lower extremity. The trellis catheter performed correctly during the first run. However, after repositioning the device for the second run, the distal balloon failed to inflate. The device was completely removed from the pt and the customer inserted a new trellis to complete the procedure. No medical intervention.